Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had probables with loading the reservoir. Customer hanged the infusion set and reservoir but pump was not able to load reservoir. Customer stated tried a few batteries but the result was same. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted. The motor was tested outside of device and passed. Device received with scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap does lock properly. (B)(4).